Event description:
The patient was enrolled in the (B)(4) study with stable angina and a positive functional test for ischemia. The patient had a 90%, restenotic, moderately calcified, type b1 lesion in the mid left anterior descending artier. The lesion was 15mm in length and the vessel was 2.5mm in diameter. The lesion was pre-dilated and a 2.5 x 18mm cypher stent was implanted at 11atm. Approximately a year post index procedure, the patient had chest pain and was diagnosed with a non-q wave myocardial infarction. It was noted that the stent had thrombus and the patient had a coronary artery bypass graft.

Manufacturer narrative:
Information received from (B)(4) study indicated that a patient experienced restenosis, stent thrombosis and a non-q-wave myocardial infarction after having a coronary artery stent implanted. The patient's medical history is significant for angina, previous target lesion revascularization with an unknown drug eluting stent in 2008, hyperlipidemia, hypertension and benign prostatic hypertrophy. The indication for the procedure was angina and a positive functional test for ischemia. The target lesion was a restenosed mid left anterior descending artery (lad). The lesion was described as 90% stenosed and moderately calcified. The lesion was pre-dilated followed by the implant of a 2.5mm x 18mm cypher stent at 11 atms. The stent was successfully implanted and did not require post-dilation. The reported residual rate of stenosis was 0%. Approximately one year later the patient experienced chest pain and was diagnosed with a non-q-wave mi. Angiography was performed and revealed 90% stenosis of the index lesion with thrombosis. The event was treated with coronary artery bypass surgery. The product was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, stent thrombosis and mi are known potential adverse events associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Restenosis may have lead to the development of stent thrombosis, resulting in mi. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and lesion calcification. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
A 2.5 x 15mm balloon catheter was used during the index procedure. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Addendum & correction (change of event date): cec adjudication minutes provided additional information regarding (B)(6) 2011 procedure. On (B)(6) 2011, the patient presented to the ER with complaints of chest pain on exertion which began on (B)(6) 2011. On (B)(6) 2011 at 12:27, the ck was 186 (nl 232, ratio <1), the ckmb was 12.1 (nl 6.0, ratio 2) and the troponin was 0.56 (nl 0.06, ratio 9.3). On (B)(6) 2011 at 23:30, the ck was 124 (ratio <1), the ckmb was 10.6 (ratio 1.8) and the troponin was 1.18 (ratio 19.7). On (B)(6) 2011 at 05:30, the ck was 113 (ratio <1), the ckmb was 7.3 (ratio 1.2) and the troponin was 0.09 (ratio 1.5). The ECG core lab reported no new major st-t wave abnormalities and no new q waves. The site reported a myocardial infarction on (B)(6) 2011. Repeat angiography on (B)(6) 2011 for recurrent chest pain and positive cardiac enzymes without a functional ischemia study revealed a radiolucent density in the proximal portion of the stents in the mid lad with thrombus. Additionally, there was an 80-90% lesion in the 1st om and 60-70% stenosis in the distal rca. An attempt to aspirate the clot in the mid lad was not successful. Balloon angioplasty was performed in the mid lad but a stent was not able to be safely passed. The procedure was aborted and bypass surgery (CABG) was conducted on (B)(6) 2011 to treat a lima to the lad and a svg to the pda. Previously it was reported that the patient had mi, reocclusion, and thrombosis on (B)(6) 2011 which has been changed to (B)(6) 2011 based on the review of minutes. Please note that there is only change in the date of events; no other changes have been made.